Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument could not be opened or closed, there were loose cables/wires. The instrument failed to provide energy, there was no thermal damage and no damage to the tip cover.